Manufacturer narrative:
The implant date (B)(6) 2008 is an approximate date.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device failed to inflate. The existing ipp, which was implanted approximately eleven years ago, was explanted and replaced with a new ipp. The replacement surgery was successful, and no patient complications were reported. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.